Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that he missed an anti-e when testing on tango optimo. The customer reported that three different samples were collected from a single patient. The first sample yielded a negative antibody screening result on tango optimo, but the subsequent collections yielded positive results. The customer reported an anti-e. The customer did not return the supposedly defective product ahg, but the three collections of the patient that had caused the false negative test result in one tango optimo run. Our quality control laboratory tested the retained sample with the three collected samples and yielded a weak positive reaction with screening cells and panel cells . The reaction pattern of the screening and panel cells strongly point to an anti-e. Furthermore the retained ahg anti-igg soldiscreen ii sample was tested with positive and negative control. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of anti-human globulin, anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was thoroughly checked by a bmd field service engineer with no indication for any malfunction or performance issues. We have no instigation to suspect instrument performance issues to be causative for the reported problem.

Event description:
The customer reported varying test results with a patient sample when testing on tango optimo. The patient sample was collected at three separate times on (B)(6), because she kept removing her identification band. Collection times were 09:50 a;. 15:40 pm and 19:12 pm. The customer states that the first draw yielded negative antibody screening results. Subsequent collections yielded positive results for a 2+ anti-e. The customer reports that she only saw 2 of the results in the lab journal. Completed time for the sample run at 16:47 in the lab journal is positive and the completed time for sample run at 20:24 is negative (contrary to patient statement). When questioned on this, the customer was confused but adamant that the first run was negative. No lab journal results found for the 09:50 am collection time run. The affected tango optimo was thoroughly checked by a bmd field service engineer with no indication for any malfunction or performance issues. We have no instigation to suspect instrument performance issues to be causative for the reported problem.

Manufacturer narrative:
This is our combined initial and final report on this incident.